Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator (ICD). Further information was requested but not received.